Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. The customer believes the issue is the usb cable. There was no impact to the customer's blood glucose level. Follow up with the customer confirmed that the pump was able to be completely charged using the a different usb cable.